Event description:
Patient reported right side "extracapsular ruptured silicone breast implant (no trauma) with likely silicone migration, currently a fever of 104.5, symptoms since onset of silicone rupture have been drastically worsening, fevers (>104), burning sensation's to skin, anxiety, axilla lymph node pain, frequent rashes. Also reported the following events which are not related to the device "tachycardia, chest pain, pvc's, joint & muscle pain, fibromyalgia, changes in vision, numbness in 1/2 of tongue & bilateral extremities, headaches, tinnitus, muscle weakness, night sweats, urinary frequency, severe fatigue, facial swelling, orbital swelling, dizziness with presyncope, intractable eye twitching, nasal congestion, shortness of breath, fluid retention, muscle spasms, significant hair loss, difficulty concentrating. Insomnia. Temperature intolerance, discolored hands and feet, sudden food intolerances, acid reflux, difficulty swallowing, thrush. The device has been explanted. Treatment: device explant, claritin was prescribed.

Manufacturer narrative:
In response to FDA report number: mw5148533, mw5148534. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration.